Event description:
Patient underwent aortic valve and ascending aorta replacement surgery. Interoperative echo revealed device malfunction. The aorta was cross clamped. The heart stopped and another device implanted.